Event description:
It was reported that after the ablation prccedure, the physician discovered a cardiac tamponade. Medical intervention performed was a drainage procedure of the heart. It was reported that the patient is conscious and is in stable condition. In this case, a biosense webster catheter was used with an rf generator.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar thermocouple diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart." It was reported that in 2006, the physician evaluated the severity of the cardiac tamponade as mild. Therefore, the physician felt the event was not reportable. It was not until another reportable event, did the physician decide to report this event three months later.